Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge and meant pump could no longer be guaranteed watertight, though pump had not shut down and customer planned to continue using current pump. There was no reported impact to the customer¿s blood glucose level. Customer declined an out-of-warranty loaner pump, and technical support arranged for pump replacement while noting that pump was out of warranty but with warranty date recorded.